Event description:
No new information.

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection confirmed the event. A screw is missing from the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. -complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The following information was provided: after the tha procedure performed on february 3, the six screws of the reamer shaft were confirmed and cleaning was carried out. During inspection on the following day, february 4, it was confirmed that two screws were missing; one screw could not be located. As all six screws had been confirmed after the procedure, it is believed that disassembly and loss occurred during the cleaning process.